Event description:
Premature battery depletion occurred. Impedance testing was performed. The device was replaced. No patient symptoms or complications were reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life¿ with ¿okay¿ telemetry and output.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.